Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
The patient had a superdimension procedure on (B)(6) 2015. The site reported that the patient died on (B)(6) 2016. The site indicated that the death was not related to the superdimension device or procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted.